Event description:
The patient reportedly experienced sound quality issues. External equipment was exchanged. Programming adjustments were made. Device testing revealed that the device was operating outside of normal specifications. Revision surgery is being considered.